Event description:
Ous MDR. After an implantation time of 22 days, an intermittent ventricular exit block was reported. No deterioration in the pt's state of health was reported. The device was explanted.